Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particle materials on the shell, creases and deformation. Device patch with lot (or catalog) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and silicone migration.

Event description:
Healthcare professional reported left side textured to smooth exchange, bleeding gel, "silicone was present in lymph nodes". The device has been explanted.